Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing. A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within spec. Additionally, the device was tested for 12 hours and no upstream occlusion alarms were observed. Review of the device history log during the last infusion segment shows multiple upstream and downstream occlusion alarms. Further eval found a partially secured connection between the upstream sensor flex and the processor printed circuit board. This may cause an intermittent connection that could result in constant upstream occlusion alarms.

Event description:
It was reported that a pump alarmed constantly for an upstream occlusion (medication, programmed amount and delivery rate unk).